Event description:
Initial result for a pt cea was 18.3 ng/ml. When repeated, the result was 3.3 ng/ml. The incorrect result was not used to guide therapy. The field service re could not determine a reason for the discrepant results.